Event description:
It was reported to medtronic neurosurgery that the physician encountered difficulty when inserting the catheter during a lumbar puncture procedure. According to the report, when the physician was unable to insert more than 10 cm of the catheter, he withdrew the device and found that the tip had broken off and remained in the pt. The report then states that the kaneka lumbar puncture kit was used to resolve the issue. Allegedly, the difficulty was found to be attributable to the catheter threading. The report states that the pt recovered with no impact following the procedure.

Manufacturer narrative:
The device was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.